Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the keypad anomaly. The insulin pump passed the stop current test. Moisture damage was found on the electronics and motor. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked display window and minor scratches to the display window.

Event description:
The customer reported via telephone call that the insulin pump had been lost at the beach. The blood glucose reading was not given.